Event description:
68 y/o female underwent mitral valve replacement using a 20 mm mitral homograft on 7/1/97. The labeling for the valve indicated a 27 mm valve and once implanted proved to be mis-sized. Leaflet prolapse was noted as well as central regurgitation. The valve was removed before the chest was closed and replaced with a mechanical valve.